Event description:
The customer reported via phone call that they had a reservoir occlusion. Customer stated, they were unable to fill the reservoir. Customer also reported a second reservoir was unable to suction. Customer's blood glucose was 294 mg/dl. The customer declined to troubleshoot for their blood glucose and the insulin pump. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.